Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06401. It was reported that a perforation and subsequent pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a small anterior-oriented chicken wing measuring a maximum diameter of 19 mm and a depth of 26 mm. The measurements of the diameter of the laa were confirmed under imaging in the 4 incidences 0 °, 45 °, 90 ° and 130 ° with a maximum diameter of the laa measured at 17mm with a depth of 24mm. There were no issues during the transeptal puncture. 7000 units of heparin and then an additional 3000 units of heparin were administered with an activated clotting time (act) of 314 sec. A non-bsc sheath was exchanged for a watchman® access system (was) along with a pigtail catheter. The pigtail catheter was removed and a 21mm watchman ® laa closure device and delivery system (wds) was inserted. The closure device was deployed too distal, so a partial recapture was performed. After the partial recapture, they discovered that a perforation occurred which lead to 5mm pericardial effusion (pe) with cardiac tamponade. It was noted that the laa was trabeculated. The closure device was full recapture and removed. The patient was treated through antagonization of heparin by protamine and monitoring of the effusion which was gradually increasing. Drainage was completed via a xiphiod approach under echocardiogram imaging. The patient remained hemodynamically stable and was transferred to the cardiac surgery operating room for intervention. No further patient complications occurred and the patient status is well.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the laa was surgically closed.